Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On (B)(6) 2024, the day of the event, around 3 or 4 am, the patient experienced a seizure due to hypoglycemia. She was found by her mother who took a fingerstick immediately, and the blood glucose reading was 29 mg/dl. There was no cgm reading at that moment as the sensor had failed already. The patient was treated with 18 grams of carbs in sugar/glucose and was able to sit up right after a few minutes. Her mother then gave her 37 carbs of a meal and the patient rested until she got more strength. No further treatment was necessary, and the patient recovered at home without the assistance of any health care professionals. At the time of the report, the patient was still not feeling good but recovering. Data was provided for investigation. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 5/17/2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information.